Event description:
The patient reported that, in 2006, she had several occasions where the insertion needle bent when she inserted it into her site. She stated that, she felt pain at her site and found the cannula kinked. The patient's blood glucose did elevate in the 400s mg/dl. She reported symptoms of feeling tired and thirsty with her elevated blood glucose. The patient stated that she would change her site and adminster a bolus to correct her blood glucose level. The patient's normal range is 120 to 150 mg/dl. The patient also stated that she can not use the infusion set for more than 2 days because she starts to develop lumps of insulin under her skin. The patient primarily uses her stomach area for her infusion site. She was advised to speak with her doctor to see if she has developed scar tissue at her abdomen. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.